Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the sec 20dp, texium & hanger v/nv, the device experienced product component separation. This event occurred twice. The following information was provided by the initial reporter. The customer stated: "separation in tubing-drip chamber joint."

Event description:
It was reported when using the sec 20dp, texium & hanger v/nv, the device experienced product component separation. This event occurred twice. The following information was provided by the initial reporter. The customer stated: "separation in tubing-drip chamber joint".

Manufacturer narrative:
H.6. Investigation: two texium secondary sets, model 40000-07t, was received by the customer for investigation. Upon visual inspection, it could be observed that both set's drip chamber was disconnected from the tubing. No other defects were observed. The customer's complaint that the tubing drip chamber joint separated was verified. A device history record review for model 40000-07t lot number 20095693 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Visual inspection under magnification was performed on both the internal and external tubing engagement components. It could be identified that the solvent had not been properly applied to the tubing during the assembly process. The potential root cause for the lack of solvent was found to be: 1. Undefined screw depth specification during the dispenser preparation could lead to lack of solvent. 2. The excess of activities performed by the dispenser operator could lead to an inconsistent manner of the fixture. A complaint history check was performed and this is the 4th related complaint reported with the defect/condition of separation other component with lot #20095693 regarding item #40000-07t h3 other text : see h.10.